Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead failed to convert the patient with a 15 j shock defibrillation test and noise was observed subsequently during a normal device change out procedure. The lead was capped and replaced. The patient was asymptomatic and stable throughout the procedure.